Manufacturer narrative:
Although the complainant indicated that the suspect device will be returned for evaluation; the device has not been received. Therefore, a device evaluation has not been performed; the relationship between the device and the event is undetermined. The september 2007 15-month stonetome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography, using a stonetome sphincterotome device, was performed (patient age, gender and weight unknown). According to the complainant, "while applying electricity to the device, the physician found it difficult to cut the papilla," and noted that "the cutting wire broke." The physician removed the device and successfully completed the procedure with a second stonetome sphincterotome device. At the conclusion of the procedure, the patient's condition was reported as "stable."